Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up identified that the infection has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number: 3006705815-2020-00845. Related manufacturing report number: 1627487-2020-02016. Related manufacturing report number: 3006705815-2020-00848. Related manufacturing report number: 1627487-2020-02017. It was reported that the patient had an infection at the ipg site that later spread to the rest of the system. As a result, the patient underwent surgical intervention wherein the scs system was explanted.